Event description:
It was reported that loss of capture was observed. A lead dislodgement was observed via imaging. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 54.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.